Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. (B)(4). (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing leads, (B)(6) 2009; implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. It was noted that the left ventricular lead had high thresholds which decreased longevity. The device was explanted and replaced. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.